Manufacturer narrative:
Other applicable components are: product ID 97754, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator recharger (insr) was frozen. The patient dropped the insr while charging, and now the screen was blank and the insr was beeping. The steps for resetting the insr was reviewed: unplug insr from ac power source (i.e. Wall outlet); use a small flat head screwdriver to remove plastic antenna cover; and insert a small pin/paperclip into reset hole (with raised arrow pointed at it). It was confirmed the patient felt the reset button depress/release and saw the splash screen. The issue was resolved. There were no patient symptoms reported. Additional information later reported that the patient keeps having to reset the implantable neurostimulator recharger (insr) and it keeps happening. Now when they reset it, the screen stays blank and doesn't come back on. It was reported that their internal battery was not charging and it would not come on at all. It was reported that the insr was beeping 1 beep every 5 seconds and was unresponsive. The patient resets the insr successfully, however it would repeat the beeping. It was reported that the insr battery was depleted and would not charge from the desktop charger.